Event description:
New information received notes that the left ventricular lead was explanted and replaced due to low impedance, which was completed during device replacement procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that premature battery depletion was noted on the implantable cardioverter defibrillator. On (B)(6) 2017 the device was explanted and replaced. The patient¿s condition was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).